Event description:
Customer reported pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.